Manufacturer narrative:
Evaluation summary: the delivery system and capsule were returned for evaluation. Visual inspection revealed that the plunger was stuck and not fully released. The IFU for this device states, press down on the plunger with a swift and smooth motion to actuate the delivery device mechanism. Pressing down on the plunger too slowly may result in the capsule not properly attaching to the patient¿s esophagus or not detaching from the delivery device. Do not rotate the plunger while depressing it. This was determined to be a user error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to detach from the delivery device. The capsule only became dislodged outside of the patient when placing it in the contamination bag to be returned. They used another capsule to complete the procedure, but it required the patient to undergo a longer anesthesia. There was no harm to the patient, they retrieved the capsule using a no "hook", and no repeat procedure was performed. There was nothing unusual about the patient or the procedure, scope was used by the physician to determine capsule placement, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to detach from the delivery device. The capsule only became dislodged outside of the patient when placing it in the contamination bag to be returned. They used another capsule to complete the procedure, but it required the patient to undergo a longer anesthesia. There was no harm to the patient, they retrieved the capsule using a no "hook", and no repeat procedure was performed. There was nothing unusual about the patient or the procedure, scope was used by the physician to determine capsule placement, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation.